Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, there was a problem unloading the device and its component broke off, wherein when trying to cycle the device, the device made a "funny" sound, was able to close, but not open, reload locked into an articulated angle, and the device fired. The reload then locked into closed and fired, was not able to retract the knife blade or open the jaws. After inspecting the product, the adapter indicator lane showed that the adapter was attached, but had a black background, the reload lane showed to attach a reload. There was no patient involvement reported.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The visual examination of the staple cartridge noted that the loading unit was fully fired. The proximal end of the adapter was partially fractured. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the damaged reload adapter may occur due to over flexure of the reload while attached to the instrument. Rough handling of the device can cause the reload adapter to fracture. When the adapter fractures it can cause the reload to go out of alignment and prevent reopening of the jaws or cause the reload to become lodged in the adapter. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.